Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.